Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged being breathing and sleeping issue. The device was returned to the manufacturer, but the evaluation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluated anticipated but not yet begun.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged being breathing and sleeping issue. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes there was no visible foam degradation and unit scrapped.